Manufacturer narrative:
Patient exact weight is reported as (B)(6). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 11, 2015 no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of a right olecranon fracture on (B)(6) 2015. The injury itself was the result of a motor cycle accident. During the procedure, a piece of the 2.0mm drill bit broke off. It was confirmed that "a couple" millimeters of the broken fragment remained in the patient after the breakage. A delay of five (5) minutes was noted. The procedure was completed successfully. This report is 1 of 1 for (B)(4).